Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The vascular procedure of planned treatment was aborted and completed by moving the patient to another room. Philips field service engineer (fse) visited the system on site and confirmed that the fdc (flat detector controller) did not work. The review of system log file shows connection lost with fd controller & image detection configuration error. The cause of fdc failure could not be conclusively determined by the supplier part analysis. However, replacing fdc and installing the board software by fse resolved the issue, restoring normal system functionality. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system lost the connection with the flat detector controller, preventing x-rays. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.